Event description:
Hcp reports catheter remains implanted in pt. A lumbar myelogram with CT was performed in 2003 which showed this catheter remains in the thecal sac. A catheter segment was explanted in 1999. A follow up report will be sent when add'l info is obtained.